Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: the pump powered on with audio and vibration to a blank display screen. The vibration alert was functional. The pump¿s cover was removed and no intermittent condition was found to the vibration circuit. Inspection revealed a single component failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.